Event description:
It was reported that the patient was losing consciousness due to hyperglycemia. The patient's blood glucose level was 300 mg/dl with ketones present. The pod was worn between 5 and 24 hours on the hip/buttocks. It was noted that fluid was leaking and the site was red and bloody. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.